Manufacturer narrative:
After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. (B)(6) 2023, sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 positive. Retest 1: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6) 2023 on xpert xpress sars cov-2/flu/rsv plus, which resulted in sars cov-2 negative; flu a negative; flu b negative; rsv negative. Retest 2: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6) 2023 on xpert xpress cov-2 plus, which resulted in sars cov-2 positive. The positive result was reported to the doctor. Patient was symptomatic. Sample was retested because lab accidentally ran using single covid test, but order was to perform the multiplex. Repeated testing using same sample with multiplex cartridge. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."". Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus, which resulted in sars cov-2 positive. Retest 1: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6) 2023 on xpert xpress sars cov-2/flu/rsv plus, which resulted in sars cov-2 negative; flu a negative; flu b negative; rsv negative. Retest 2: the original sample, which was kept refrigerated between 2-8c, was retested on (B)(6) 2023 on xpert xpress cov-2 plus, which resulted in sars cov-2 positive. The positive result was reported to the doctor. Patient was symptomatic. Sample was retested because lab accidentally ran using single covid test, but order was to perform the multiplex. Repeated testing using same sample with multiplex cartridge.